Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported an elective replacement indicator (eri) that seemed correct relative to the implant date. There were no allegations or dissatisfaction with the longevity. The patient had not been feeling stimulation as strong for the past 48 hours. The hcp would attempt to increase stimulation and the patient would make an appointment with the managing physician on the week of the report. Other relevant medical history includes other chronic/intract pain (trunk/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the hcp indicating that the patient was last seen on (B)(6) 2016. The stated that the patient had an eri message indicating that the device needed to be replaced in six months. The patient was told to schedule an appointment with their managing physician. It was noted that the stimulator was working and that there were no mentions of any stimulation changes.